Event description:
The facility reported an infusion pump with failure code 812. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated thay have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.